Event description:
It was reported that recently the device completely stopped working at the time of operation and the phenomena (such as it seemed to work occasionally, but it did not work when it was used again) occurred without working even if the battery was changed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function properly. This was attributed to normal wear. The motor was exchanged. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.